Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to stylet/ guidewire coating. The stylet/guidewire was broken and the lv2 (low voltage 2)/proximal conductor was obstructed due to the coating of the stylet/guidewire. Visual analysis showed the lead was damaged at implant. The competitor guidewire's hydrophilic coating adheared to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to remove a competitor angioplasty wire from the left ventricular lead. The wire broke, leaving a portion in the lead, so the lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.